Event description:
A report was received that the patient underwent a lead revision due to a small protrusion near the midline incision. When the physician would pressed down on the protrusion, the patient stated that the stimulation would fluctuate. The patient also complained that the ipg location at the belt line caused pain. The physician sutured down the lead and relocated the ipg and the patient was reportedly doing well following the revision.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-1110-02 serial#: (B)(4) model description: precision implantable pulse generator (ipg). It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed